Event description:
It was reported that a malfunction alarm occurred. Blood glucose level was reported as 16 mmol/l, which is within the normal range. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions.